Event description:
A customer contacted beckman coulter inc (bec) stating that their unicel dxh 800 coulter cellular analysis system failed to flag for blasts on two patient samples and blasts were confirmed by manual smear review. This report documents patient 1, analyzed on (B)(6) 2012, and the erroneous results were reported out of the outpatient laboratory. The customer did not perform a manual differential for this sample and could not provide the percentage of blast cells. The lab was alerted that the patient had blasts by a call from the physician questioning the results. The patient had been previously seen by the doctor at the hospital, and blood work performed at that hospital confirmed that the patient had blasts. There was a delay in treatment for this patient. Review of the patient's history showed that the patient was seen at the hospital on (B)(6) 2012 and exhibited 38% blasts; on (B)(6) 2012 the outpatient lab processed a specimen and did not report any blasts and instead reported 46% monocytes; on (B)(6) 2012 the patient was at the outpatient lab again and they reported 28% blasts; on (B)(6) 2012 the patient was a hospital inpatient with 31% blasts. It is unknown how long treatment was delayed but the patient returned to the outpatient lab for a redraw 3 days later. The laboratory supervisor stated that she did not know what treatment was delayed; however, this patient is most likely a bone marrow transplant candidate. In addition to the dxh 800 not flagging for blasts, a second issue occurred that may have contributed to the delay in treatment for patient 1. A decision rule set up by the customer based on physician name did not trigger. The physician's name for this patient was changed at the laboratory information system (lis) but not updated in the dxh 800 database and as a result, the decision rule did not trigger. The decision rule would have alerted the lab to perform a manual review of the new physician's patient and the blasts would have been identified on (B)(6) 2012.

Manufacturer narrative:
The sample was collected in a 3 ml ethylenediamine tetra-acetic acid (edta) tube, and analyzed one hour after collection. Controls analyzed before and after the incident recovered within assay expected ranges. The dxh 800 is currently performing within quality control (qc) specifications with respect to controls (accuracy) and reproducibility (precision). The customer did not request service for this event. Raw data was requested but no longer available for the sample runs submitted since the database is deleted on a daily basis, per customer. One raw data file was provided with the complaint (from (B)(4) 2012) which was captured by bec customer technical specialist (cts), but it did not match either of the samples submitted by the customer. The cts spoke with the customer on (B)(6) 2012, but the supervisor was not able to provide any additional information for the sample run on (B)(4). The root cause for the erroneous results is unknown based on the information available. The second patient involved in this event has been documented in MDR#1061932-2012-00902.